Event description:
The customer stated that he was hospitalized with a low blood glucose of 28 mg/dl. The customer stated that he was asleep when his blood glucose dropped. The customer stated that he may have given himself a double dose of insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.